Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was admitted to the emergency room with diabetic ketoacidosis. The customer stated she experienced ketones, vomiting and high blood glucose. Blood glucose of at the time of hospitalization was over 600 mg/dl. She was treated with fluids and blood glucose at the time of the call was 130 mg/dl. The customer was wearing the insulin pump during the hospitalization. She declined troubleshooting and stated they found the basal were not set up correctly. The insulin pump will not be returned for analysis.